Manufacturer narrative:
Per the tandem user guide: "the dexcom g7 cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the transmitter was connected to the dexcom receiver in addition to the pump. The customer was instructed to power off receiver and the pump and transmitter regained connection. The customer's blood glucose (bg) level was 28 mg/dl. Customer addressed their bg level by consuming carbohydrates.